Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic retossygmoidectomy procedure, while stapling the bowel on the fourth reload the green button did not function. They then used another handle to resolve the issue in order to complete the case. There was no patient injury.